Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that about a year ago the stimulator migrated and moved. The hcp fixed it. Now it was implanted again and everything was working fine. No further complications were reported.